Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the air/water cylinder and air/water channel could not be determined since it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: the suction cylinder had no color. Due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to slipping out of the light guide bundle, the illumination was poor. The connecting tube had a buckle, and the universal cord has a peeling coating. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water tube and cylinder. There were no reports of patient involvement.